Event description:
Note: this MFR report pertains to one of seven devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-04400, #3005099803-2010-04401, #3005099803-2010-04402, 3005099803-2010-04344, 3005099803-2010-04405, and #3005099803-2010-04406 for a description of the other devices. This report is for the captiflex oval snare device. It was reported to boston scientific corporation that a colonoscopy with polypectomy procedure was intended to be performed using several boston scientific products. According to the complainant, during the procedure, they were going to use an endostat ii generator, footswitch, active cord, and a captiflex oval snare device, but there was no energy output on the monopolar setting. They tested the endostat ii generator using a second footswitch, active cord, and a gold probe on the bipolar setting; the pump would work but there was still no energy output. The procedure was aborted at this time. Later the same day, the patient was brought back in, and the procedure was completed with a valley lab generator and a different snare; the manufacturer of the snare is unknown. Following the procedure, another technician tested the endostat ii generator, and was able to produce a spark. It is unknown if the problem is intermittent. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.